Event description:
It was reported to boston scientific corporation that a speed band super view super 7 was used during a varicose ligation procedure performed on (B)(6) 2024. During the procedure, the bands were stuck together. The procedure was completed with another speed band super view super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.